Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak of about 4 to 7cc around the flowcell of the beckman coulter lh750 instrument. The leak was contained within the unit.there was no report of any patient samples or results being affected by the leak. The user was wearing personal protective equipment (ppe) at the time of the incident. The msds was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found that the sample line to the diff mix chamber had a hole in it. The fse replaced the chamber sample line and verified the repairs per the established procedures. Root cause of the leak is a hole in the sample line to the diff mix chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.